Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a surgical procedure to treat a femoral trochanteric fracture on (B)(6), 2015, using a locking compression dynamic hip system (lcp dhs) plate, when the surgeon tried to insert the complained locking screw into the patient's femur, the screw would not advance through the cortical bone region. The locking screw was being used to stabilize the plate on the patient's femoral trochanter but the screw was not able to penetrate the femur. The surgeon completed the surgery with cortex screws to stabilize the lcp dhs plate, instead. The surgeon commented that he had decided to use the cortex screws instead of the reported locking screw due to the young patient's excellent bone density. The surgery was extended for 10 minutes due to the reported issue. No adverse consequences to the patient were reported. This report is 1 of 1 for (B)(4).